Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a device/service history review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This is a report of a user error. The patient replaced the cassette; however, reused the solution bags. This cannot be confirmed in the lab due to a lack of sample. The root cause is determined to be user error/ mis-use. This review found the labeling adequate for the user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check heater line alarm, the home patient (hp) stated she called her nurse and the nurse told her just to change out the cassette and start over, the hp stated she did not change her bags. The technical service representative (tsr) advised the hp to start over with all new supplies. There was patient involvement but no injury or medical intervention reported. A follow up was done via phone call. The hp confirmed they started over with new supplies. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.